Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was closed and the patient connector was not closed, the original wing cap was not handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap and removing of the closing cone we detected crystallized drug residues at the filling port (lli-cone). Additional we detected crystallized drug at the patient connector (lla-cone). The sample was taken to a functional test respectively leak test. After we open the white clamp and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
(B)(4). No infusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No additional pertinent information becomes available. Hence we assess this complaint to be not "judgaeble".